Event description:
It was reported the patient developed an infection. The leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.